Event description:
The hosp recently became aware of a medical device that was extracted because of possible malfunction. The pt has a history of chf. In 1996 the pt was status post coronary artery bypass grafting with rapid ventricular tachycardia, thus requiring implanting of ICD and leads. In 2000, the device was nearing replacement and the leads were failing and therefore replaced. Sometime in sept of 2000, the pt heard the emergency tone on the device and went to local physician for evaluation. The evaluation revealed a high pacing impedance greater than 2000 ohms, thus indicating a problem with the device. The device was replaced.